Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. Vagina discomfort - tampon [medical device site discomfort]. String broke off tampon where meets the cotton part [device breakage] when taking out two of them the string broken off where it meets the cotton part...uncomfortable [complication of device removal]. Case description: consumer sent email to report that while removing a tampon the string broke off. No serious injury was reported.